Manufacturer narrative:
Refer to evaluation summary: (B)(4) it was reported that during a procedure, the customer experienced the signal lost on all signals and on both recording system and carto system. The issue was resolved by changing the catheter and the case was completed without any patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during a procedure, the customer experienced the signal lost on all signals and on both recording system and carto system. The issue was resolved by changing the catheter and the case was completed without any patient consequence. Multiple attempts were done to request for further details of this event. However no additional information has been provided. Since there is no confirmation on whether any ECG/EKG signal was available for the physician to monitor the patient¿s heart rhythm therefore bwi takes conservative approach and reports this event under the catheter.

Manufacturer narrative:
(B)(4).